Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during a flexible sigmoidoscopy procedure performed on (B)(6) 2023. During the procedure, after the first band was successfully deployed, the second band was attempted to be deployed; however, all the remaining bands deployed off of the ligator. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4).